Event description:
It was reported by the rep that during the ex breast biopsy (tissue sample acquisition) procedure, in the middle of a procedure, the device displayed a terminal error code. The physician did not record it, but physician does not feel comfortable using the device on future cases until repaired or replaced. The physician indicated patient consequence due to delay of procedure as they had to shut the system down twice with the probe in the patients breast, and discomfort to patient due to added procedure time. The procedure was completed with the device, however.

Manufacturer narrative:
(B)(4). Investigation summary: the scm12 control module was evaluated and found to have had an intermittent if to uniboard cable. The scm12 cable was replaced. The hhex holster, which connects to the scm12 to enable the biopsy procedure, was also evaluated as part of this complaint event. The hhex holster was found to have had fluid ingress in the top and bottom housing. The bushings and drive shafts were replaced in the hhex holster as a result. The devices were functionally tested following repairs. The repairs to both the scm12 control module and hhex holster corrected the issues noted in the complaint. Both devices were returned to the customer following repairs.